Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event. Customer reported that she had issues with the reservoir leaking where the needle guard is and where it gets attached to the vial. The customer¿s blood glucose was 22.9 mmol/l at the time of incident. Customer treated with insulin pump. No troubleshooting was performed. The insulin pump is not expected to return for analysis.